Manufacturer narrative:
Device evaluation of battery charger/modem (B)(4) has been completed. The reported problem (unable to charge battery pack) has been confirmed. Upon investigation the battery charger/modem was unable to recharge a battery pack. The cause for the failure was insect contamination throughout the unit. The root cause for the contamination was ingress of insects. No adverse event resulted from the defective charger.

Event description:
A us distributor returned a battery charger indicating that it would not charge a battery pack.